Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while ¿connected with a syringe and a vial using the bd facil ¿ protector p21j. When dissolving endoxan with saline, the bladder didn't inflate.¿ found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
As no physical samples or picture samples were received for evaluation by our quality engineer, two retained samples of the same lot number were obtained from the manufacturing facility. Upon visual inspection of the retained samples no defects were observed and the expansion chamber worked properly in both samples. A device history record review did not reveal any non-conformances during the production of the provided lot number that could have contributed to the reported defect. If the protector is used more than once, the filter can become oversaturated, resulting in an overpressure which inhibits air release to the expansion chamber. The same results may occur if liquid were to accumulate within the internal face of the vial's rubber stopper. It is recommended that the instructions for use are carefully followed. Based on the low severity and frequency of the defect, it was determined that no CAPA is required.